Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg (blood glucose) was unknown. The customer consumed coffee with cream to address bg. The customer also reported that they passed out and had temporary memory loss due to low bg but reported no further injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.